Event description:
Caller reported a malfunction identified as code 199 on tandem source, indicating a problem with the pump. It is unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl as the caller declined to answer. Cts provided pump reset information, assisted in resetting the pump, and confirmed the malfunction code did not recur after the reset. Customer was informed they could continue using the pump and advised to call back if any further issues arose, which they understood.